Manufacturer narrative:
All operating currents were within specification. No unexpected low battery or bad battery alarms were noted. The insulin pump passed the displacement test, rewind, basic occlusion, occlusion, and excessive no delivery alarm tests. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, a cracked reservoir tube, a cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported by the customer's mother that the customer's blood glucose level was 25.6 mmol/l. Customer treated blood glucose level with the insulin pump. Troubleshooting was performed and it was advised that the customer change the entire set, reservoir, and insulin. Customer was also advised to reset the fixed prime on the insulin pump. Insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.